Manufacturer narrative:
This report is being filed on an international product, list number 08d06-38, that has a similar product distributed in the us, list number 08d06-31, -41. The customer returned the patient sample, identified as ID spl bj5/5 for further testing in this evaluation. Architect syphilis tp reagent lot 59191li00 was not available at one of the testing facilities, so the sample was tested with reagent lot 57893li00. A non-reactive result of 0.55 s/co was generated. This returned sample was also tested with anti-treponema pallidum euroline western blot igg and igm, which also generated negative results. Reagent lot 59191li00 was available at a second evaluation site, sensitivity testing was performed. No false nonreactive results were obtained, indicating acceptable performance of this reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(6) tp assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Event description:
The customer reports false negative architect (B)(6) tp assay results for one patient generated on the architect i2000sr analyzer. The sample generated an intial result of 0.68 s/co with subsequent retests generating similar results. The sample tested tppa positive. No suspect results have been reported from the lab with no known patient impact. Additional testing confirmed that igm and igg are negative.